Event description:
It was reported that following a stent deployment, while attempting to rewire the vessel, the guide wire tip became fixed within the stent. The guide wire was removed against resistance, which is contrary to IFU, and resulted in guide wire tip separation. The patient was sent to emergency surgery for guide wire tip removal and bypass graft placement. The patient is currently at home and has recovered without incident.